Event description:
It was reported that a spectrum infusion pump had failed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of "downstream occlusion was not reproduced. During device inspection, evaluation observed an "air-in-line!" Error after loading a set and attempting to run an infusion. The device was also sent for downstream occlusion testing, and the testing was not able to be performed due to an "air-in-line!" Alarm. A review of the event history log revealed that the customer experienced multiple "air-in-line!" Alarms throughout the last couple days of use. It is likely that the customer was referring to these alarms when they reported "failed downstream occlusion" since the customer was not able to run an infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition could not be determined. The cause of the air in line condition was determined to be ultrasonic sensor. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.